Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a cardiac tamponade approximately 30 minutes into the procedure. After completing an ablation procedure to treat atrial fibrillation, and prior to groin closure, a significant ventricular effusion was discovered. A pericardiocentesis was performed. The device is not expected to return, and the lot number is not available.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and h6 impact codes. Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a cardiac tamponade approximately 30 minutes into the procedure. After completing an ablation procedure to treat atrial fibrillation, and prior to groin closure, a significant ventricular effusion was discovered. A pericardiocentesis was performed. The device is not expected to return, and the lot number is not available. It was further reported that the tamponade was detected using intracardiac echocardiography (ice). The patient remained asymptomatic, was stabilized, and subsequently discharged home.